Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked from the cartridge tubing during the fill process. A cartridge change was performed resolving the issue. Blood glucose level was 120mg/dl.